Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call that the customer's insulin pump did not have any response from the action button. The patient's blood glucose at the time of incident was 3.0 mmol/l. The customer was advised to revert to their medically prescribed back-up plan. Additionally, the customer was stuck in the rewind/priming loop. The customer agreed to remove the battery for eleven minutes and attempt to rewind and prime again. The customer was advised to call back if the issue persists. The insulin pump is eligible for replacement, but no products have been shipped or returned as of yet.